Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the customer received multiple continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was already scheduled for replacement, and the customer planned to use multiple daily injections as backup insulin therapy.